Event description:
Event description guidant received information that this ventricular lead was explanted due to lead impedance measurements of 2300 ohms, during lead testing immediately after closing the patient's pacemaker pocket. It was reported that multiple placement attempts were made before the lead was removed from the patient's body and a clot was observed in the helix of this lead. The helix was washed with sterile saline and re-introduced into the patient's body. After multiple attempts, the lead was placed. Upon pocket closure, testing revealed impedances of 2300 ohms, which were verified through a pacing system analyzer. Therefore, the lead was explanted, returned for analysis, and successfully replaced with a new guidant lead.